Event description:
The customer returned the device for the evaluation and repair of the forceps elevator wire being torn during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had foreign material. The light guide (lg) lens glue and the nozzle were dirty as well. This medwatch is being submitted for the reportable issues of foreign material on the forceps elevator and the lg lens and nozzle being dirty as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had foreign material. The light guide (lg) lens glue and the nozzle were dirty as well. Other observations for the device are: due to deformation of scope (s)-connector, water tightness is lost; elevator wire (k-wire) is completely cut off; adhesive on distal end rubber coating (a-rubber) is detached; s-cover has discoloration; switch sw1 has a scratch; universal cord has a scratch; s-connector has a scratch; sc cover unit has a scratch; connecting tube has a scratch; s-connector is deformed; angulations were less than standard; due to cut on k-wire, forceps raising angle does not meet the standard value; and distal end cover (c-cover) is dirty. The user¿s complaint of the torn elevator wire was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported event are unable to be determined. However, the cause of the events is likely due to reprocessing after the previous procedure was incorrect. The following information is stated in the instructions for use which may have detected the event: preparation and inspection: inspection of the endoscope: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ the following information is stated in the instructions for use which may have prevented the event: reprocessing "manual": cleaning, disinfection and sterilization procedures: channel-opening cleaning brush (mh-507). ¿·manual cleaning_ brush the forceps elevator¿. ¿brush the elevator wire and the forceps elevator recess¿. ¿flushing the elevator wire channel and the forceps elevator recess¿. ¿soaking the endoscope and all reprocessing equipment in detergent solution¿. ¿removing detergent solution from all channels¿. Reprocessing manual: manually cleaning the endoscope and accessories: ¿-cleaning, disinfection and sterilization procedures: cleaning the external surface: immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush, lint-free cloth or sponge to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned " if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. Correction being made to initial reporter phone number. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, e1, g3, g6, h2, and h10.customer does not have an automatic endoscopy reprocessor.

Event description:
Addendum (B)(6) 2023: the customer reported event of forceps elevator wire being torn occurred during reprocessing. Information on how the forceps elevator wire was torn is not available. The device was not connected or under use at the time of this event. Although customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU), in this case, the device could not be reprocessed (including brushing) due to the elevator issue.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.